Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not move past fill tubing step during the load process. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.